Event description:
On (B)(6)2008, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient developed a painful lesion over the ipg site. The ipg site was revised to debride the lesion. The date of the revision is unknown. The doctor believes that the lesion was caused by friction from the patient's clothing. The patient, however, stated that the lesion was caused by pocket heating during charging. On 09/29/2010, the sales representative met with the patient and observed the patient while charging the device. The representative reported that the ipg site was warm to the touch. The patient was sent another charger, however, it did not resolve the issue. It is unknown what the next course of action will be at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.